Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 140 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.